Event description:
The pt used the suspect device to check their blood glucose. They obtained a result of 541 mg/dl and then took a double dose of insulin. They then experienced a hypoglycemic event and called the fire department. Upon arrival their glucose was checked and the result was 26 mg/dl. They were transported to the ER and was treated until their glucose rose to 70 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.